Event description:
Healthcare professional reported right side vascular calcifications.

Event description:
Patient reported right side "rupture." Healthcare professional reported "vascular calcifications." Patient also reported having diagnosed with "vaginal precancerous cells"; this event is not device related. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device visual evaluation: visual analysis of the photographs identified: one extended opening and black particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." Patient also reported having diagnosed with "vaginal precancerous cells"; this event is not device related. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device was explanted.